Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist explained to the customer that absorbance report error message is not a reportable result. Ccc specialist instructed the customer to verify reported message flags with the dimension instrument operator guide. The customer stated that calibrations and quality controls were within range on the day of the event. A siemens headquarter support center (hsc) reviewed the instrument data and concluded that the customer reporting absorbance report message flag is a user error. The cause of the discordant, falsely depressed hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The customer stated that the initial result was flagged with an absorbance report error message. A new sample was drawn and sent to a reference laboratory for retesting, which resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.